Event description:
The customer reports that case 2 (patient b) text results are being associated with case 1 (patient a). There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).